Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for evaluation. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded as biohazard.

Event description:
It was reported the item would not zip down and the surgeon pulled so hard that the device pulled out; the device would not unzip to reload. No further information is available at the time of this reporting.